Manufacturer narrative:
This 44-year-old female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID: (B)(6)) had essure (batch no. 16l04r) inserted. This case describes the occurrence of ovarian mass ("ovarian mass pelvic pain") and pelvic pain ("ovarian mass pelvic pain"). The patient's medical history included gravida ii, vaginal delivery, spontaneous abortion and cardiac ablation. Concomitant products included hydrocodone bitartrate;paracetamol (norco) (B)(6) 2019, ondansetron (zofran) from (B)(6) 2019 to (B)(6) 2019 and oxycodone hydrochloride;paracetamol (percocet) from (B)(6) 2019 to (B)(6) 2019 for post procedural pain as well as fluticasone propionate (flovent), omeprazole (protonix) and rizatriptan benzoate. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced ovarian mass (seriousness criterion medically significant) and pelvic pain (seriousness criterion medically significant). The patient was treated with surgery (laparoscopic right salpingooophorectomy). At the time of the report, the ovarian mass and pelvic pain had resolved. The relationship of ovarian mass and pelvic pain to treatment with essure was not reported. The reporter commented: the indication of laparoscopic right salpingo-oophorectomy was the patient's ovarian mass. No sample is available. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 85.714 kgs. Pathology test - on an unknown date: ovarian mass pathology: results not back. Most recent follow-up information incorporated above includes: on (B)(6) 2019: patient's age was provided. Medical history included:189 lbs, 2 pregnancies, 1 vaginal birth, 1 spontaneous abortion and cardiac ablation. Outcomes: subject is recovered. Essure lot number: 16l04r. No sample is available. Type of surgery: laparoscopic right salpingooophorectomy. Indication for the surgery: ovarian mass. Company causality was updated to unrelated. Case downgraded to "other event".

Event description:
This female patient was involved in a company-sponsored observational study titled "post-approval study protocol: a study to evaluate the effectiveness of essure post-novasure radiofrequency endometrial ablation procedure following a successful essure confirmation test" (protocol: (B)(4)). The patient (patient ID:(B)(6)) had essure inserted. This case describes the occurrence of pelvic pain ("ovarian mass pelvic pain") and ovarian mass ("ovarian mass pelvic pain"). Concomitant products included hydrocodone bitartrate;paracetamol (norco) from (B)(6) 2019, ondansetron (zofran) from (B)(6) 2019 and oxycodone hydrochloride; paracetamol (percocet) from (B)(6) 2019 for post procedural pain as well as fluticasone propionate (flovent), omeprazole (protonix) and rizatriptan benzoate. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and ovarian mass (seriousness criterion medically significant). The patient was treated with surgery (adverse event led to surgery). At the time of the report, the pelvic pain and ovarian mass outcome was unknown. The relationship of ovarian mass and pelvic pain to treatment with essure was not reported. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on an unknown date: ovarian mass pathology: results not back. We receive the lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.